Manufacturer narrative:
The reported adverse event without identified device or use problem and failure to remove lead from header were not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.

Event description:
It was reported that the patient experienced discomfort at the device pocket site. During the device exchange procedure, the right ventricular (rv) lead and the left ventricular (lv) lead were found twisted in the pocket. The rv could not be detached from the implantable cardioverter defibrillator (ICD) header. The ICD was replaced, and the rv lead was cut and capped on (B)(6) 2025. The patient's condition is unknown.